Event description:
Caller reported that the pump unexpectedly displayed a reset screen but did not need to be plugged into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump reset was explained as a safety feature during a routine system check, and the caller was educated about necessary actions such as restarting cgm sessions and reloading the cartridge. The customer successfully resumed insulin.